Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and was subsequently admitted to intensive care unit (ICU) for an elevated blood glucose level and high life-threatening ketones. The customer was treated with intravenous saline and insulin while in the ICU and was released on (B)(6) 2025 with no permanent damage and reported issue was resolved. The cause of the high bg was unknown. A system check was performed on the pump by technical support and it was determined that the pump was functioning as intended.